Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed >2500 ohms bipolar lead impedance and <200 ohms unipolar lead impedance.